Manufacturer narrative:
Customer will not return the device for evaluation, thus we are unable to forward it to the manufacturing site. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a procedure on (B)(6) 2024, the insulation on the instrument was damaged and caused a burn on a patient. No further information was provided.